Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2352-70. Serial number: (B)(6). Batch/lot number: 2000019002. Model/catalog description: linear 3-4 lead 70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the leads migrated. The patient underwent lead explant procedure.